Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2005, 6935m62 lead, implanted: (B)(6) 2013; 5071-53 lead, implanted (B)(6) 2005.

Event description:
During a device replacement procedure, the physician found that the left ventricular (lv) lead had insulation damage and a possible fracture at the proximal end. The lv lead was capped and replaced with a previously implanted lv lead. No patient complications have been reported as a result of this event.